Manufacturer narrative:
Other components include: product ID: neu_ptm_prog, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 15 mg/ml of bupivacaine at 1.2 mg/day, 2000 mcg/ml of balcofen at 159.9 mcg/day, and 2 mg/ml of hydromorphone at 0.16 mg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2020, it was reported that the patient began experiencing an increase in spasticity in their abdomen and pruritus and the patient was admitted due to questionable withdrawal. The hcp noted that the patient's pump seemed a little loose around the pocket compared to the first pump. The pump was interrogated and no anomalies were seen in the logs. An x-ray and CT scan were also performed and no issues were shown with the catheter. The patient reportedly alleged that their personal therapy management programmer (ptm) had not been helping. However, the patient tried using the ptm on the date of the report and reported that it helped. Ptm parameters were reported as: 74.8 mcg bolus, max: 4, loi 3 hr. The patient was given oral baclofen and diazepam and the hcp felt comfortable with the pump, but wanted to get in touch with an mdt representative. According to the hcp, they only do baclofen refills at their facility and they do not have access to any refill or cap kits to troubleshoot further. No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative on 2020-may-18. It was reported that the serial number of the patient's ptm was unknown. When the rep spoke with the patient's managing hcp, no ptm issue was mentioned. The cause of the patient's pump feeling loose was not determined. The cause of the patient's symptoms were unclear as the CT scans showed no issues. No actions or interventions were reported. It was noted that the pump feeling loose did not seem to be causing the issues reported. The patient's weight was unknown. No further information was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.